Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that there was fluid in the reservoir compartment. Troubleshooting was performed, and the insulin pump passed all tests. The insulin pump was replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk.